Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. The customer was able to reload the existing cartridge and resume insulin delivery successfully. Subsequently, an altitude alarm occurred. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. There was no impact to the customer's blood glucose level due to the reported issues.